Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Information was later received that this lead was surgically abandoned due to a lead fracture.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that this patient experienced several syncopal episodes. It was noted the right ventricular impedance measurements had increased to 2500 ohms. The device was programmed to vvi 40 in unipolar configuration.